Manufacturer narrative:
(B)(4). Results: (guide catheter), (the physician attempted to withdraw the undeployed stent back into the guide catheter), (stent dislodgement). Conclusions: (guide catheter), (the physician attempted to withdraw the undeployed stent back into the guide catheter).

Event description:
An attempt was made to deploy a 2.25mm diameter x 22mm length integrity rapid exchange (rx) coronary stent in to a pt. However, it was reported that on removal of the device from the body, the stent got caught on the guide and dislodged from the balloon of the delivery system. No other clinical sequelae were reported.